Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 42 mg/dl. The customer treated her low with two glucose tablets. The customer¿s blood glucose level was 83 mg/dl at the time of incident, and was shaky and ate a chicken sandwich with lettuce, tomato and mayonnaise, can of pepsi and two cookies and 30 minutes later tested blood glucose and it was 81 mg/dl and at 6 blood glucose was 163 mg/dl, and suggested 0.2u and did not take it and at 8 pm he was at 183 mg/dl did not take insulin and at 10 pm went down to 75 mg/dl and her current blood glucose is 96 mg/dl. The customer was with food and glucose tablets. The insulin pump will not be returned for analysis.